Event description:
It was reported that a patient's left ventricular (lv) lead exhibited high capture threshold. The physician elected to explant and replace the lv lead. During the procedure, the lv lead broke. The patient condition was not known.

Manufacturer narrative:
The reported events of inadequate capture and lead break were not confirmed. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.